Event description:
The customer called and reported the insulin pump had been making a grinding noise when rewinding it. Customer also stated the keypad was torn off. The customer further stated there was a motor error that occurred, during bassal rate insulin delivery, but not while rewinding the device. The insulin pump had not been exposed to a strong magnetic field and cusotmer was not using the sensor feature. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.